Event description:
Premature imd eri/eos. This is one of the 25 devices that had this issue with premature battery depletion. This MDR is being filed retroactively at the request of cdrh and oii after a feb. 2025 inspection. Avertix performed a voluntray recall/correction for this issue in 2023.